Event description:
Surgeon was inserting screw when driver tip sheared off. Surgeon used another driver to finish inserting the screw. Once inserted, the surgeon tried to put a set screw on to make sure screw was still operational. Set screw fell in the screw head. Screw head was visibly splayed. Surgeon then had to use a metal cutting burr to drill the head of screw off and manually remove the screw shank.

Manufacturer narrative:
Visual examination of the returned device found the tip of the driver had broken off. The driver was then sent for fracture analysis. Fracture analysis revealed plastic deformation at the hexlobes and torsional shear markings following a circular pattern. This suggests the driver underwent a quasi-static torsional shear failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause for the tip breakage cannot be determined from the sample and information provided. A potential root cause may be unexpected forces being placed on the driver tip resulting in torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.